Event description:
The patient had a good performance until she had a head trauma (not in the implant zone). Since then the patient started having a decrease in performance, not being able to discriminate the ling sounds. The pure tone audiometry (pta) thresholds after the event have dropped.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: currently available information indicates a possible problem with the active electrode. To determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
The patient had a good performance until she had a head trauma (not in the implant zone). Since then the patient started having a decrease in performance, not being able to discriminate the ling sounds. The pure tone audiometry (pta) thresholds after the event have dropped.as per the additional information received, after re-fitting the patient reported good audibility.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient had a good performance until she had a head trauma (not in the implant zone) in 2015. Since then the recipient started having a decrease in performance, not being able to discriminate the ling sounds. After re-fitting the recipient reported good audibility in 2015. The recipient has been re-implanted